Manufacturer narrative:
The initial reported event was received on 2016-07-22. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been submitted on 2016-10-10. Information was subsequently received on 2016-08-12 and revealed the patient expired. As there is new information that reasonably suggests the device has or may have caused or contributed to the death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Accordingly, the report is not late. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "the alarm went off." A review of the manufacturer database revealed the patient is deceased and expired two days later. Attempts for information regarding the circumstances surrounding the death and the cause of death were requested but could not be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.